Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral device was successfully deployed. The physician experienced difficulties accessing the contralateral leg hole. Thus, he converted to an aorto-uni-iliac approach, deploying the contralateral device and two aortic extenders inside the trunk-ipsilateral device, successfully occluding the leg hole stump. In addition, he implanted a femoro-femoral crossover graft to perfuse the pt's opposite leg. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices used in this case.